Event description:
The customer reported the system displayed an error code thereby resulting in a system shut down without command. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. A power connection was restored and the software was reloaded. The system was then found to be operating as intended.